Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly electing revision surgery for a technology upgrade. The recipient was reportedly a non-user of the device. Device testing revealed results within normal limits. Revision surgery has been scheduled.

Manufacturer narrative:
Additional information: section b1/h1, d.9, h.6. Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual inspection. The photographic imaging inspection revealed a broken electrode wire in the fantail region. This is believed to be induced during revision surgery. System lock was verified. The device passed the electrical tests performed. This device was explanted for medical reasons. However, testing determined one electrode wire was broken. This is believed to have been induced during revision surgery. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b, and h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.